Manufacturer narrative:
The biomedical engineer reported that the multigas unit was is giving a gas device error and alarms constantly. Replacement unit with firmware update was sent to the customer. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following bedside monitor was being used in conjunction with the multigas unit. Bedside monitor: model: bsm-6701, sn: (B)(4).

Event description:
The biomedical engineer reported that the multigas unit was is giving a gas device error and alarms constantly. No patient harm reported.

Event description:
The biomedical engineer reported that the multigas unit was is giving a gas device error and alarms constantly. No patient harm reported.

Manufacturer narrative:
Details of complaint: on 12/02/2019 customer stated gas unit was displaying "gas device error." Investigation conclusion: the root cause of reported issue was determined to be firmware related. An update is required to correct this issue. CAPA 19-016 has been initiated.